Manufacturer narrative:
At this time, the product will not be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated this ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient had a heart transplant in 2011. The device was not removed at that time, but the leads were abandoned surgically. Now, this implantable cardioverter defibrillator (ICD) is beeping and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No further information is known. No adverse patient effects were reported.